Event description:
A malfunction with the code "malf 0" was reported, along with a fault ID that was available. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for this malfunction within the last 24 hours, prompting customer technical support (cts) to provide pump reset information and assist with the pump reset. The malfunction code did not recur post-reset, allowing the customer to continue using the pump, with instructions to call back if the malfunction recurs, which the customer understood and acknowledged.